Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that the longitudinal edges of the mesh appeared stretched on both sides adjacent to the mesh carriers. There was no visible damage to the delivery device, and it functioned properly during analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The complaint incident of bladder perforation has been identified as an anticipated procedural complication and "perforation, organ, bladder" is noted within the adverse events section of the directions for use (dfu). Based on the evaluation conducted and the details of the complaint, the most probable root cause for the bladder perforation is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the patient's bladder was perforated. The sling was removed and the bladder was sutured up. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the patient's bladder was perforated. The sling was removed and the bladder was sutured up. The patient's condition at the conclusion of the procedure was reported to be fine.